Event description:
It was reported that at the patient's scheduled three month follow-up the patient had phrenic nerve stimulation from the lv (left ventricular) lead. The lead was reprogrammed and remains in use. The patient is part of the (B)(4) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there was high resistance/impedance. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2010 15:00:14. The weekly pace lead impedance trend data shows an abrupt increase for rv (right ventricular) pace equaling 475 to 4047 ohms peak between (B)(4) 2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.